Event description:
The customer reported the system left monitor would intermittently go dark and the system would not boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The general purpose operating system (gpos) was installed during the service call. The system was tested and found to be working as intended and returned to service.